Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the origin of the shutdown of the distance sensor during the pre-registration was determined to be a hardware issue. The connection issues were caused by an electrical problem in the optical distance sensor connection. This is the first occurrence of this type of event. Potential future occurrences will be monitored. Corrected data: b4 date of this report. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H6 event problem and evaluation codes.

Event description:
A surgeon texted the field service engineer describing a malfunction with the laser. The surgeon described as the laser would go to certain positions during the point acquisition portion of registration, it would turn off. When brought back to a entered position, the light would come on again. However, the laser was unable to pick up/detect any points one it had come back on. The surgeon described this caused a delay of 20 minutes. The patient was in the room under anesthesia. No incision had been made yet. No field service engineer was present on site.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : (B)(4).

Event description:
A surgeon texted the field service engineer describing a malfunction with the laser. The surgeon described as the laser would go to certain positions during the point acquisition portion of registration, it would turn off. When brought back to a entered position, the light would come on again. However, the laser was unable to pick up/detect any points one it had come back on. The surgeon described this caused a delay of 20 minutes. The patient was in the room under anesthesia. No incision had been made yet. No field service engineer was present on site.